Manufacturer narrative:
(B)(6). Product investigation summary: one (1) 2.7/3.5mm variable angle locking compression plate medial distal tibia plate, 8 holes, right (part 02.118.006 / lot unknown) was received with the complaint category of ¿broken: postoperatively.¿ it was reported that the distal portion of the plate was discovered to be broken at the second most distal combi hole. The original tibial plate was implanted approximately 5-6 months prior to the revision. At the time of the revision, the right-sided tibia fracture was found in nonunion. Four (4) 2.7mm variable angle locking screws and one (1) 3.5mm cortex screw were also explanted and returned with the complaint device. The complaint condition is confirmed as plate was received with a roughly transverse break through the cortex side of second most distal combi hole. No issues were reported or identified with the returned screws. As the specific conditions at the time of the break are unknown, the root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained. Evaluation shows that this plate is part of the 2.7mm/3.5mm variable angle locking compression plate (va-lcp) ankle trauma system and intended for use in fixation of osteotomies, fractures, nonunions, malunions, and replantations of bones and bone fragments of the diaphyseal and metaphyseal region of the distal tibia. Information is provided by the 2.7mm/3.5mm va-lcp ankle trauma system technique guide. The plate was received with a roughly transverse break through the cortex side of second most distal combi hole. The proximal portion of the plate was not returned. The plate shows significant scraping to the distal locking holes and surface. The fracture site was examined and no material voids or irregularities were identified. The edges of the fracture surfaces closest to the underside of the plate show flattening. The balance of the plate shows wear consistent with implant and subsequent explant. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the plate is already broken. A review of the current design drawing for the plate and the probable screw part families was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The break is consistent with the result of excessive shear forces. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand that would normally be supported by the bone, which could result in metal fatigue. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. Thus, as the specific conditions at the time of the break are unknown, the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the location of the plate breakage was at the second most distal combi hole. This plate hole did not contain a screw; the hole was empty. In the surgeon's opinion, the breakage was caused by the original implant technique as there was no fixation between the proximal and distal fragments of the right-sided tibia fracture.

Manufacturer narrative:
Additional narrative: event date: unknown. Additional product code: hwc. (B)(4). Exact date unknown; reported as 5-6 months prior to revision procedure. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed due to a broken tibia plate on (B)(6) 2016. The distal portion of an eight (8) hole medial distal variable angle locking compression plate (va/lcp) was discovered to be broken at the second most distal combi-hole. The original tibial plate was implanted approximately five to six (5-6) months prior to the revision. At the time of the revision, the right-sided tibia fracture was found in nonunion. The distal portion of the plate and four (4) intact 2.7mm variable angle locking screws and an unknown number of intact 3.5mm cortex screws were explanted. A new anterolateral plate and screws were implanted. The procedure was completed successfully with no patient harm. This complaint involves one device. This is report 1 of 1 for (B)(4).